Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is bent in the gusset and distal area. The other haptic is broken in the gusset area (not returned). The optic is torn/split/cracked into multiple portions (some portions not returned). The returned optic portions have multiple scratches and deep scrape marks observed on the anterior and posterior sides of the lens. The associated cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The product investigation could not identify a root cause for the reported complaint. The lens was return in the lens case for evaluation. The qualified associated cartridge was not returned for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A material manager reported that an intraocular lens (iol) was noted to be scratched either during loading, or it was received scratched. It was reported there was patient contact and the procedure was completed with no patient harm. The iol is available for return. Additional information was requested.